Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. We were unable to perform any tests due to lcd physical damage. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. No crack on lcd screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that half of the screen was black. The customer's blood glucose was unknown at the time of incident. The customer's mother also reported that the insulin pump was cracked. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.